Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed broken solder joints from pins 45-49 on an integrated circuit chip, designator u6. Physio determined that the cause of the reported failure was due to a ferrite bead from the system to power pcb connector cable which was jammed between the device case and the therapy pcb. This caused the damage to the solder joints on u6.

Event description:
It was reported that the device had its service indicator illuminated. After an evaluation by physio-control, it was observed that the device had logged event codes and would not charge defibrillation energy above 20 joules. There was no patient use associated with the reported failure.